Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: na. Investigation summary: the customer reported the tubing fell apart in two pieces near the pump segment, and returned one used sample of material #2426-0007, lot #21079251. The sample was clearly separated at the lower fitment and the complaint is verified. Analysis under the microscope found the root cause to be insufficient solvent. The photo provided by the customer helped to further verify the failure. A device history record review for model 2426-0007, lot number 21079251 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 20jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line, and component separation. The following information was provided by the initial reporter: citrate is running on the pump into the crrt circuit. The pump was reading air in line and when the primary alaris tubing was removed from the pump in fell apart into two pieces. The tubing completely detached from the clamp. The bag was quickly removed from the tubing and a new set of tubing was placed into the crrt circuit.